Event description:
It was reported via repair work order that the customer alleged that the fowler would drop unintentionally. The stryker technician was unable to duplicate the event, but did find that the fowler cylinder was worn and replaced the cylinder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.